Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received one sample along with five photographs for investigation. The indicated failure mode of a side-pierced sleeve was observed both in the returned sample and in the photographs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve was twisted and had pierced the non patient needle. This occurred in (x) devices. No adverse impact was reported regarding the patient or user.